Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of strips from after the implant procedure found oversensing of noise that led to pacing inhibition. There was no asystole greater than two seconds. The oversesnsing did lead to inappropriate anti-tachycardia pacing (atp). Boston scientific technical services (ts) was consulted and reviewed the electrogram (egm) strips. Ts believed the noise was due to air bubbles and discussed that this usually resolved within 48 hours. The field representative noted that a few hours after implant no further issues were seen. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.